Event description:
Patient is a status post right total hip replacement done by dr (B)(6) 3 days ago. Patient reports pain after hearing a cracking sound in hip. X-ray shows periprosthetic fracture of the right hip. Dr (B)(6) proceeded to replace the current stem with a restoration modular with dall miles cables. Procedure was performed per surgical protocol.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology per or protocol and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Manufacturing date corrected. An event regarding periprosthetic failure involving a abgii no5 cementless right v40 was reported. The event was not confirmed. Device evaluation and results. The reported device was not returned for evaluation. Medical records received and evaluation indicated that insufficient medical records were received for evaluation. Device history review. The device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review. The complaint history review indicated there have been no similar previously reported events for the same lot number. The exact cause of the event could not be determined because the reported event could not be confirmed with the provided information. No further investigation for this event is possible at this time.

Event description:
Patient is a status post right total hip replacement done by dr. (B)(6) 3 days ago. Patient reports pain after hearing a cracking sound in hip. X-ray shows periprosthetic fracture of the right hip. Dr. (B)(6) proceeded to replace the current stem with a restoration modular with dall miles cables. Procedure was performed per surgical protocol.